Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, when removed from the packaging and loaded on the needle holder, needles detached from 11 sutures without excessive force.